Event description:
It was reported infection on implant bost3211. Implant placed about 1 month prior to incident. After a few weeks patient came in with pimple on gum and some discomfort. Was given antibiotics and 2 weeks later (day of removal) the infection wasn't clearing causing implant to have to be removed and 6 months from today we can try again. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.